Event description:
Tubing separation reported. The customer reported that a tubing that was hooked up to a pt separated either above or below the y-site. No blood loss was reported. The hospital was unable to identify in what area the problem occurred and therefore has no info regarding pt age, gender, diagnosis, or date of event. Although requested, no further info is available.